Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that far-r oversensing on the atrial channel and double counting of p-waves were observed. The patient was asymptomatic. Programming changes were made. The patient was in stable condition before, during, and after the event.